Event description:
It stated that "when trays were returned back to office warehouse, we found that the tip of the osteotome was bent and mangled."

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: the tip of the returned instrument was confirmed to be bent and damaged with a small piece broken off. Manufacturing record review: no discrepancies noted. Complaint history analysis: (B)(4) previous records for tip damage and breakage for both the straight and curved osteotomes. The propensity of this instrument style of being bent or chipped at tip is a known issue for this product and a CAPA was initiated to change and strengthen the raw material to prevent tip breakage. Risk assessment: there was no patient involvement and the issue was discovered while checking trays at distribution prior to surgery. Conclusion: therefore the instrument design contributed to this event. The instrument design and manufacturing process were modified as a result of corrective actions which were implemented on july 08, 2011. The instrument involved in this report was manufactured on may 18, 2010, 14 months before the application of these corrective actions.